Event description:
It was reported the ventricular connector on the epg (external pulse generator) was broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle output connector is broken. Lower case, both bail covers, and ring cover are contaminated. Keyboard is scratched.